Event description:
During a l4-s1 decompression fusion procedure, the head came off while remobilizing. Having inserted the screw into the patient, it was noticed that it had lost its polyaxiality. He then used the remobilizing device to free the head of the screw. While using the remobilizing device the head came off the screw. The surgeon immediately removed the body of the screw from the patient using the screw driver, and replaced it with a new sterile screw. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The present pedicle screw was analyzed for conformance to print specifications, no abnormal findings were identified. Manufacturing and inspection records indicated no problems with this lot. Based on these findings it is concluded that the cause of failure is not due to any manufacturing, that a lateral tipping of the remobilization instrument while the handle was squeezed caused this occurrence. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.